Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post implant, the left ventricular lead dislodged, causing phrenic nerve stimulation with intermittent capture. The lead was turned off for the entire implant duration until it was capped on (B)(6) 2013.